Manufacturer narrative:
D6a:unk. D6b:unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -7.50/1.5/107 (sphere/cyliner/axis) implantable collamer lens flipped on insertion. The lens was explanted and the backup lens was inserted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.